Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of bent grip to be related the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not fire. The physician had the instrument provided to them for multiple cases and it had failed every time. The procedure was completed with no reported injury.